Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a small air bubble was observed. Reportedly, the customer may have performed the cartridge change process incorrectly. Customer's blood glucose level was 333 mg/dl. Customer changed the infusion set to resolve the reported issue.